Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to use of topical antibiotics on 2004. The customer's current blood glucose is 300 mg/dl and 350 mg/dl. Customer reports that they did receive medical treatment as a result of site issue. Customer treated with oral antibiotic. The sensor will be returned for analysis.